Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our taiwan affiliates, after successful deployment of a 29mm sapien 3 valve in aortic position by transfemoral approach, upon removal of the devices, it was observed that the distal tip of the esheath was torn. Both insertion and removal of the esheath were performed smoothly without any noticeable resistance or difficulty during the procedure. The patient did not suffer any injury due to this event or the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the engineering evaluation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Provided imagery was evaluated, and the following observations were noted: esheath with liner fully expanded and tip opened but torn. Torn material from distal tip attached to the tip, no apparent material missing. Calcification visible at the access vessels. Minimum lumen diameter greater than 5.5mm of the access vessels. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn' was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) and procedural factors (variability in tip expansion) likely contributed to the event as per provided information and 3mensio report there was calcification in the access vessels. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.